Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 05/2022).

Event description:
It was reported that during a port placement procedure, the catheter and cath lock of the device was found to be incorrectly sized. The procedure was completed using another device. There was no reported injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: one vaccess CT low profile with a catheter and cath-lock was returned for evaluation. Functional, gross visual, microscopic visual and dimensional evaluations were performed. The investigation is inconclusive for the reported fitting issue, as the exact circumstances at the time of the reported event are unknown and clinical conditions cannot be replicated. The investigation is confirmed for the identified split issue, as a compound split that was 'c' shaped was noted approximately between 6mm and 7mm from the proximal end of the catheter. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 05/2022), g4. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the catheter and cath lock of the device was found to be incorrectly sized. The procedure was completed using another device. There was no reported patient injury.